Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high pacing impedances and oversensing with noise. A lead fracture was suspected. The lead was programmed off, and remains implanted. The patient and physician opted for no further intervention. No patient complications have been reported as a result of this event.